Manufacturer narrative:
Date sent to the FDA: 03/09/2009. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a retropubic sling procedure in 2007. The following day, the pt experienced a temperature of 105 degrees and the next day, became hypotensive and was transferred to the intensive care unit. An infectious disease consult was obtained. Cultures of blood were positive and urine culture was negative. The patient was diagnosed with sepsis and treated with zosyn and vancomycin. On the same day, the pt's intrauterine device was removed. The surgeon opines that the contributing factor to the event was a potential endometritis. The pt was hospitalized for four days. Since the sling procedure, the pt has been continent with no voiding complaints.